Event description:
Information received indicates the right head siderail will not latch.

Manufacturer narrative:
The technician found a broken weld, preventing the siderail from latching. He replaced the siderail to repair the bed.